Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi. The hardware elective replacement indicator byte could not be obtained as an error message was displayed. Due to the inability to communicate with the device, further troubleshooting could not be performed. The pulse generator would be replaced due to unresolved backup vvi status.

Manufacturer narrative:
Na